Event description:
The customer reported an issue with incorrect time settings on their pump. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in extreme blood glucose values. To address the issue, technical support assisted the customer in updating the pump time and advised them to monitor and follow up if the discrepancy recurred.